Manufacturer narrative:
Device will not be returned. No evaluation will be performed. If relevant information becomes available, it will be reported on a supplemental report.

Event description:
It was reported via our manufacturer in (B) (4), that there has been an event involving a gamma nail, which appears to be broken. The original diagnosis was a hip fracture.